Event description:
Per the clinic, the patient experienced discomfort at the implant site, resulting in the decision to explant the device. The device was explanted (B)(6) 2013; the patient was not reimplanted with a new device.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report filed january 20, 2014.